Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was repositioned due to dislodgement. The lead remains actively implanted. No adverse patient events were reported.

Event description:
This ra lead was repositioned due to dislodgement. No adverse patient events were reported.